Event description:
It was reported that x-rays showed loosening of tibia. The surgeon chose to remove the tibial tray and tibial insert. This event was considered resolved by revising tibia with use of augments and a stem extension. The patient was stable leaving the or. No additional information was provided about the patient or the event. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00704.

Manufacturer narrative:
The complaint devices were not returned for analysis. The reason for the revision reported was likely due to improper sizing or malalignment. However, this cannot be confirmed because the component was not returned for evaluation. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from this manufacturing lot. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There is no patient information provided; therefore, it is not possible to assess the patient risk clinical factors. In a review of the labeling, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. In the investigation of this complaint, additional information has been requested about the patient and event. No additional information has been provided.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
Right knee. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2017-00704.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision due to tibial loosening.